Manufacturer narrative:
(B)(4). Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
A loading dose of 75 mg of aminophylline was set to infuse at a rate of 225mg/h, however, the pump did not stop at the prescribed dose and infused 300 mg. The report suggests that the"volume to be infused" (vtbi) function was "off" on the screen. Although requested, no further pt or event info was provided.